Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge fse evaluated the device and found cardiosave batteries fully charged. Removed ac power. Ran pump on dc power to drain batteries. Ran for 30 minutes each. Plugged into ac power. Batteries charging like normal. No issue found. Battery run time was great. Voltage was great. Just replaced due to expiration. Battery expiration date was february 2024. Replaced batteries due to expiration. Product passed all functional and safety tests per manufacturer specifications.

Event description:
N/a.

Event description:
It was reported by the customer that the cardiosave intra aortic balloon pump batteries were not charging. There was no harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.